Event description:
Surgeon states that load would begin to fire then stop. A new handle and load was used to complete procedure. Manufacturer response for endo gia ultra universal stapler, covidien endo gia ultra universal stapler (per site reporter): manufacturer provided rga# and return packaging. Manufacturer response for staple load, endo gia staple load (per site reporter): manufacturer provided rga# and product return packaging. Manufacturer response for staple load, endo gia (per site reporter): manufacturer provided rga# and product return packaging.